Manufacturer narrative:
The chol2 reagent lot number was 741392 with an expiration date of 30-apr-2024. The field service engineer (fse) found a broken rinse arm tube and the rinse arm comb was locking up. The fse cleaned and lubricated the rinse arm and replaced some rinse arm tubes. A rinsing adjustment was made to the cuvettes and the gear pump pressure was adjusted. An abnormal reaction was observed on the reaction monitor data provided for the initial result. For the repeat result, a normal reaction was observed. Calibration and qc were acceptable. A general reagent issue was excluded as calibration and qc were acceptable. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for cholesterol gen.2 (chol2) on a cobas 8000 c 502 module. The initial result was 6.2 mg/dl. The repeat result was 229.8 mg/dl.